Event description:
Arjo was notified of an event involving a carevo shower trolley. The event occurred during a patient treatment when the patient was on the side of the carevo and the side supports were in the middle position. It was reported that the side support opened, causing the patient to fall to the ground. As a result, the patient sustained head trauma and a shoulder fracture. This required hospitalization. The device was inspected by an arjo technician. Evaluation of the device showed visual damages on both side supports. The device passed function test results.